Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic during follow-up in backup. A device image was received for further investigation. A device restoration was performed successfully. The patient was stable and will continue with regular follow-up.